Event description:
Reported as the patient was seen due to loss of restriction about 9 months ago. Since then the patient has had several fills, some under fluoroscopy and while no leaks have been visualized, the fluid does not stay in the system. Since the system is not holding fluid, it is thought that there must be a leak somewhere that they can not see.

Manufacturer narrative:
Taper ii: the product associated with this report will not be returned as the device was not explanted. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Inamed has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."